Event description:
A positive advia centaur rubella g result was obtained for a patient sample. The patient was tested for standard screening prior to commencement of fertility treatment. The fertility treatment was successful. The patient was tested again for rubella g (new sample) with an alternate method at a different location and the result was negative. Due to the discordancy, the initial patient sample was tested in triplicate on the advia centaur and the results were positive. An aliquot of the initial sample was treated with heterophilic antibody removal and tested on the advia centaur. The result was positive. The initial sample was tested on the alternate method at a different location and the result was negative. The new sample that was tested on the alternate method was tested on the advia centaur and the result was positive. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
The cause for the discordant rubella g result is unknown. Th patient sample has been requested for further investigation. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the intended use section: "warning: the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."

Manufacturer narrative:
(B)(4): additional information: the initial MDR stated that the patient sample has been requested for further investigation. The customer has decided not to send the sample to siemens healthcare diagnostics for further testing. The patient sample was sent to another site and tested on the immulite 2000 for rubella g. The result was (B)(6). The historical result for the patient from several years ago on an alternate method was found to be positive. Rubella g results: immulite 2000: (B)(6). Alternate method result: (B)(4). Based on the historical result and the immulite 2000 result, it appears that the initial positive advia centaur rubella g results obtained were correct.